Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 05,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the lens reveal that it was received cut in half with a portion of the edge missing. The lens cleaned and presented with no further issues. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b: unknown/ asked but not available. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It is reported that the multifocal intraocular lens (iol) was explanted due to blurry vision. It was replaced with non j&j iol. During the procedure, three sutures were applied. No injuries or additional medical interventions were required. The current status of the patient is unknown. No further information was provided.